Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly and alarmed failed battery test, as well as battery out limit. The customer's blood glucose was 214 mg/dl. The customer stated that she tried to give herself insulin, pressed the up and down arrow buttons and the insulin pump froze for a second. She stated that the numbers began to scroll on their own. She removed and reinserted the battery, and the insulin pump alarmed failed battery test. She replaced the battery once more and received the battery out limit alarm. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, failed battery test or battery out limit alarms noted. The unit had intermittent button response due to corroded keypad traces. There were no numbers scrolling up noted. The unit had a cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, belt clip slot at battery tube threads area and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.